Manufacturer narrative:
Additional information received on (B)(6) 2016: it was reported that the dermatome stopped while performing a graft to a burned patient. Surgery went ahead as planned with a replacement device with an estimated surgery delay of 30 minutes. No patient injury.

Manufacturer narrative:
Integra has completed their internal investigation on 10may2016. The investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: device history record reviewed for this product ID serial # (B)(4) manufactured on october 17, 2012 show no abnormalities related to the reported failure. A two year look back for this reported failure and related to "motor stopped working /issues with power " for this product ID shows that 23 complaints were received. CAPA not required at this time as there is no trend based on analysis of returned units. The largest category (corrosion) is typically related to end users cleaning process including submersion. The second largest category (unable to confirm and device not returned)do not point to an issue requiring additional investigation. Conclusion: due to the fact that device is first time in service, root cause could be wear and tear.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the hp has stopped during surgery. Additional information has been requested.